Manufacturer narrative:
No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis have been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number form the medtronic minimed (B)(4).

Event description:
It was reported that insulin pump was exposed to moisture damage. Customer stated that insulin pump fell in water while on vacation. Customer's blood glucose reading was 133 mg/dl. Nothing further reported.